Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Note: this report pertains to one of two complaint devices. Refer to manufacturer report # 3005099803-2010-03020 for the other associated device information. It was reported to boston scientific corporation that there was an unknown issue with an endostat ii electrosurgical unit and an endostat foot switch. It is also unknown if there was a patient or procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite meter on (B)(6), 2010. Customer reported receiving readings of 459 mg/dl, 501 mg/dl and 179 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported that she experiencing symptoms of hypoglycemia after taking her medication on (B)(6), 2010 and eating food to counteract her symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this event.